Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device has laxity and play between the proximal and distal portions of the sizer that the degrees are not accurate. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the returned product 42509904020 shows some movement when set the desire setting. When discuss this issue with development engineer, it was confirmed that the device functioned as intended and movement of the sizer body from the selected I/e position is possible if a force is applied to the left or right ends of the body, product 42509904030 shows little to no signs of use and no toggle was noted on the device. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. No issue was found with device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.